Manufacturer narrative:
H11: upon review of the record, the issue does not meet the reportability criteria and was reported in error.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that error 1108 (machine pressure sensor autozero failed) had occurred. It is currently unknown if the unit was in patient use at the time of the reported issue. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that error 1108 had occurred. Repair is currently pending.